Manufacturer narrative:
Results: bd (B)(4) received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a cap that was damaged on the tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that bd vacutainer k2 edta (k2e) 7.2 mg plus blood collection tube cap was damaged on tube, no injury or medical intervention.